Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent lumbar surgery. During the surgery, there was one screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. No patient complications were reported. The product came in contact with the patient.